Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 22nd april 2026, it was reported by an arthrex's employee via an email that for 1 unit of ar-8911ds, mini tightrope® repair kit, cannulated, stainless steel, the passing pin of the implant was broken. This was detected during a lisfranc procedure on (B)(6) 2026. The procedure was completed successfully by using a new implant. There was no patient harm.